Manufacturer narrative:
The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned tracker was attached to a clamp but was easily removed. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had multiple damaged instruments. The tracker was stuck on a medium clamp. No patient was present at the time of the event.